Manufacturer narrative:
The product is requested to be returned for analysis. This report will be updated if the device is returned and analyzed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted. A new lead was implanted in the patient as replacement of the dislodged lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information was received from the field representative indicating that dislodgement was confirmed through increase in pacing thresholds and loss of capture observed. No additional adverse patient effects were reported.